Event description:
It was reported that pump triggered repeated cartridge alarm during loading process even though customer followed instructions to remove used cartridge when prompted, and customer was unable to successfully load cartridge and resume insulin delivery. There was no adverse impact to the customer's blood glucose level. Customer switched to multiple daily injections as backup therapy, technical support assisted with loading steps, arranged replacement pump under warranty, confirmed shipping address, instructed customer to place pump in storage mode before return, advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device, and directed customer to return malfunctioning pump using prepaid label within 10 days, which customer acknowledged and understood.